Event description:
Investigation results are presented in section h10. On (B)(6) 2024, the patient's device was placed into MRI mode. When programming to exit MRI mode, a device reset alert was displayed. The nurse continued through prompts to clear the reset, but the tablet indicated that the reset did not clear. Each time the user programmed the device the reset cleared, but the device reset a few seconds later. The rns neurostimulator was not communicating. The treating center was unable to resolve the issue. The patient's device was replaced on (B)(6) 2024 and the explanted rns neurostimulator was returned for investigation. Investigation of the device sessions by neuropace, indicated that the rns neurostimulator was resetting due to a dc leak.

Manufacturer narrative:
(B)(4). The returned explanted device was received by neuropace for device investigation. The MRI programming conditions were not provided to neuropace.investigation confirmed that this was a functional failure because of high energy exposure. This device was damaged by MRI exposure. The dc leak mechanism performed as designed to reset the device to 'passive mode' thereby preventing current flow through the patient electrodes by shunting the electrodes and the can together.neuropace's brief statement for MRI: rns neurostimulator, model rns-320: an MRI scan may be safely performed on patients with the rns system (with rns neurostimulator, model rns-320) only under the specific conditions of safe use detailed in the MRI guidelines for the rns system. Scanning under different conditions may result in device damage or malfunction and serious patient risks including permanent brain damage which may cause severe injury, coma, or death.

Manufacturer narrative:
(B)(4), the returned explanted device was returned for investigation. Investigation is in process.

Event description:
On (B)(6) 2024, the patient's device was placed into MRI mode. When programming to exit MRI mode, a device reset alert was displayed. The nurse continued through prompts to clear the reset, but the tablet indicated that the reset did not clear. Each time the user programmed the device the reset cleared, but the device reset a few seconds later. The rns neurostimulator was not communicating. The center was unable to resolve the issue. The patient's device was replaced on (B)(6) 2024 and returned for investigation. Investigation of the device sessions by neuropace, indicated that the rns neurostimulator was resetting due to a dc leak.